Event description:
The customer reported that the knife blade jammed during the procedure. The surgeon manually opened the device off the patient's tissue and opened another to successfully complete the procedure. There was no patient injury. The device was received at covidien and visual inspection discovered the web protruding from the hinge of the jaw.

Manufacturer narrative:
(B)(4). The knife did not advance when the trigger was activated and it was found that the knife was hitting the back of the blue jaw seal plate. The knife edge was damaged when it contacted the seal plate. The knife was still within the jaws, but the webbing was broken and protruding from the hinge area. The webbing may have broken if force was applied to the trigger after the knife contacted the seal plate. A production screening fixture and a deeper knife slot in the jaw were put in place to help mitigate the occurrence of the knife hitting the back of the seal plate.